Manufacturer narrative:
The medical center in (B)(6) did not furnish all case details, such as amount of blood products infused, nor did they return the impella pump product for analysis. Only the clinical case details were reviewed to determine root cause. The cause was improper technique. The team had not maintained the angulation of the pump at the access site. This allowed for access site bleeding. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp placed via the femoral artery for hemodynamic support. The patient was also supported by ECMO. The team observed an impella access site bleed that prompted the team to infuse blood products to the patient. The bleed was not controlled despite the team attempting to fix the pump position and angle at the access site. At the start of the support the IFU recommendations for the angulation of the pump at insertion was not maintained appropriately. The impella pump remained on for support, despite the bleed, for over 123 hours. The pump was then weaned and explanted.